Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot 6351368 was returned and analyzed. Visual inspection shoed that the loop was damaged with a lot of folds on the pebax, kinks and possible that the electrode wires were damaged inside the loop segment. It was connected to the diagnostic computer and noise was observed at different channels. In conclusion, the mapping catheter failed the returned product inspection due to a tip kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.